Event description:
It was reported that a 53-year-old caucasian female patient underwent primary breast augmentation with a 385cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; confirmed via MRI. As a result, the device was explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 2, 2022, mentor became aware that the date of surgery was moved from (B)(6)2022 to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 10, 2022, mentor became aware that patient also experienced bilateral grade 2 ptosis in addition to right side rupture. Reason for device explant and/or reoperation: right rupture, and grade 2 ptosis. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 16, 2022, mentor received confirmation that patient's right side device was ruptured and underwent bilateral explantation and replacement with catalog number 3507385mc; serial number: (B)(6) on the right side and with catalog number 3507385mc; serial number: (B)(6) on the left side on (B)(6) 2022. Corresponding codes have been updated under section h. Reason for device explant and/or reoperation: right rupture, and grade 2 ptosis this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 22, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per device received, preliminary analysis showed left device (lot 6625151) to be ruptured, and right (lot 6486081) intact. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. In the absence of response device problem code under field h6 has been updated from "rupture" to "adverse event without device or use problem" on this form. Should more information become available, this case will be re-assessed. Reason for device explant and/or reoperation: right grade 2 ptosis this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 26, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 385cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 19, 2022, per mentor device tracking claim (B)(4) product location for serial number (B)(6) was left. And for serial number (B)(6) is right. Hence, medical device problem code under field h6 has been updated to "adverse event without identified device or use problem" on this form; which makes this supplemental report for the left side. Product location for the other side was updated to right side also, device problem code was updated from adverse event to silent rupture (post-implant) reason for device explant and/or reoperation: left grade 2 ptosis manufacturer¿s reference number: (B)(4). Section h code updated as per review of paperwork during internal investigation.